Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that when they tested this device with the calibration o2 gas, the gas unit was providing incorrect gas unit. They tested it with two different bedside monitors. One of them was the bsm-6501a sn (B)(4) which was in the shop. Not in patient use and found at set-up. Service requested / performed: the device, (gf-210ra, serial number 90), was returned, decontaminated, cleaned, and evaluated. During evaluation of the device, we were able to confirm the device was physically damaged, as the device was returned with the water trap and cosmetic damage to the top cover and front enclosure was found, and there was no fan filter. The o2 was reading around 3%-6% (three to six percent), which is inaccurate o2 readings/values, confirming the reported issue. Due to the low serial number of this unit, due to the age of the design, we are unable to repair it with newer parts/components. The customer was already provided a replacement/exchange device, to resolve the issue. As such, once the evaluation of the device was completed, the device was dispositioned to be scrapped. Investigation conclusion: based on the reported information, we were able to confirm the reported issue was due to damage, (likely due to wear and tear and degradation of the device, over time), which can lead to the reported issue. We have also identified several gas device issues, potential causes, and mitigations of such issues, which are not limited to, and listed below in further detail, for reference. Overview of gas device issues and potential causes: we have identified several known issues and causes of gas device issues and causes, which are described in further details below. These gas device issues include, but are not limited to the following: · gas device errors/gas module monitoring failures (such as gas monitoring system not working): a gas device error is an indication that the gas module has failed. Typically, these issues are due to damage (such as component failures: sensor, pump, motor, parts), or due to software issues, (such as firmware upgrade needed.) Device/component failures (such as physical damage, gas device failure, sensor failure, fan failure, nibp pump or other component issues or failures, including loud noises): damage to the device or its components can occur due to physical damage from droppage or an impact to the device, (which can lead to internal component), damage. Physical damage can also occur during transit or shipping, excessive handling/mishandling, wear and tear, moisture ingress, fluid spill, or mechanical stress to components, during normal use of the device. The device and its internal components are not waterproof or shockproof. Proper handling, storage and device maintenance should be observed per the applicable operator's manual (0614- 905501e). In cases where device or components become damaged, the performance of the device and components is not guaranteed. Display screen issues (such as display screen issues, display screen is black, blank and/or will not turn on, display screen is having intermittent power related issues, display screen is flashing intermittently): typically display screen issues are caused by a failed component (from physical damage, mishandling, wear and tear, or mechanical stress during use of the device), user related setup error or due to an intermittent power related issue at the facility. Software issues, (such as firmware upgrade needed, or use of incompatible or outdated software): if an outdated version of software is being used, or is incompatible with other devices being used, (due to a user error), it can lead to gas device issues and/or module error messages being displayed. User related setup/installation errors, (such as incorrect setup or connection of cables, monitors, devices, hardware, or equipment), setup installation issues, (such as gas calibration issues, data flow issues,): if a setup/installation issue occurs, it is typically due to a user related error. User related setup and installation issues can lead to issues with incorrect or intermittent display of values, readings, measurements, which are further detailed below. Incorrect/intermittent values/readings/measurements displayed, (such as no o2 readings, low readings, incorrect display of measurements, maintenance/calibration issues): inaccurate values, readings and measurements displayed, are typically related to user errors, specifically the incorrect setup/installation of the gas measurement system, (which includes, and is not limited to the sampling line, connector, water trap maintenance, and the gas measuring device maintenance/calibration issues). Waveforms not displayed/intermittent/incorrectly displayed readings, (readings/waveforms not displayed or readings/waveforms displayed intermittently, readings are displayed incorrectly): if the settings on the monitoring device, connected to the device, (gf-210ra), are incorrect, it can lead to the measured values and waveforms not being displayed on the screen or intermittent readings being displayed. Additionally, measurements and reading cannot be obtained/displayed when the measurement system is not properly setup or connected. Power related/startup issues/spontaneous shutdown (such as device not powering, intermittent power loss, rebooting or intermittent display of measurements, spontaneous shutdown issues, device turning off during admit/discharge of patient): power related, startup, and spontaneous shutdown issues can occur due to device or component damage or due to a power surge at the facility, which can lead to component damage or intermittent power related issue. In some cases, startup issues can occur due to user related setup errors. Communication or signal loss issues (device not connecting, connection loss issue, facility/environmental or it (information technology) issues): if a device has a communication or signal loss issues, typically it is due to a facility network connectivity issue, facility server communication issue or due to a facility it (information technology) related issue. Communication and signal loss can also occur due to a user related setup error or in some cases, a device or component could be damaged, due to droppage, mishandling or due to mechanical stress or wear and tear, during normal use of the device. App advisory error message issues (such as line block error, faulty external device, check external device, overheating errors): the user may receive an error message, (such as "external unit failure, check external device" or other error messages), which are typically an indication of a user related setup/installation error or an issue with a failed component. Per the applicable operators manual possible, causes of external unit failure and check external device error message are as follows: 1) faulty external device, 2) the connection cable connected to the monitor is disconnected, 3) power cord is disconnected and/or 4) an error occurred in the communication between the unit and the bedside monitor. Thess issues can be resolved by checking the connection between the gas device and the bedside monitor. For other errors displayed, (such as "overheating error"), or should an error message issue remain, the gf-200r mainboard or gf-200r sensor unit, or another component, (such as a fan, pump, or motor), may have failed and may need replacement. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with gf-210ra gas unit. Bedside monitor model: bsm-6501a sn: (B)(6) device manufacturer date: 06/18/2014 unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that when they tested this device with the calibration o2 gas, the gas unit was providing incorrect gas unit. They tested it with two different bedside monitors. One of them was the bsm-6501a sn (B)(6) which was in the shop. Not in patient use and found at set-up.

Event description:
The biomedical engineer (bme) reported that when they tested this device with the calibration o2 gas, the gas unit was providing incorrect gas unit. They tested it with two different bedside monitors. One of them was the bsm-6501a sn (B)(4) which was in the shop. Not in patient use and found at set-up.

Manufacturer narrative:
The biomedical engineer (bme) reported that when they tested this device with the calibration o2 gas, the gas unit was providing incorrect gas unit. They tested it with two different bedside monitors. One of them was the bsm-6501a sn (B)(4) which was in the shop. Not in patient use and found at set-up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with gf-210ra gas unit. Bedside monitor: model: bsm-6501a. Sn: (B)(4). Device manufacturer date: 06/18/2014. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.